Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported issue. The fse confirmed the reported issue on the error log and by visual inspection. The fse reproduced the issue by attempting to operate the wash syringe and receiving the error. The fse rebuilt the worn wash 2 syringe assembly and resolved the issue. The fse cleaned the sensor area of wash syringe and performed testing with no errors. Instrument validation was completed through quality control (qc). Qc results passed within the manufacturer's published ranges. The aia-2000 analyzer returned to operation. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4), from 15jun2018 to aware date (B)(6) 2019. Two other similar complaints were identified during the search period. The aia-2000 operator's manual states the following: [4383] wash syringe 2 home overrun cause: the home sensor activated improperly after movement of the wash syringe 2. The measurement result will be flagged (wu flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported issue is due to worn wash 2 syringe assembly.

Event description:
A customer reported receiving error message 4383 wash syringe 2 home overrun while operating on the aia-2000 analyzer. The customer turned off the analyzer and requested service. A field service engineer (fse) was dispatched to address the reported issue, which resulted in delayed reporting of luteinizing hormone ii (lh ii) and estradiol (e2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.

Manufacturer narrative:
Device evaluation: the wash syringe bushings were returned to tosoh instrument service center for investigation. A visual inspection revealed no shipping damage. Parts evaluation revealed the wash bushings had significant physical damage and corrosion. One bushing had a tear where the o-ring should sit. Functional testing confirmed faulty wash syringe bushings. The probable cause of the issue is due to faulty wash syringe bushings.